Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with seven prostyle devices using the pre-close technique via a 6f sheath in the rcfa and 7f sheath in the lcfa prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, five prostyle devices had a cuff miss in the rcfa and two had a cuff miss in the lcfa. The sheath was upsized to 14f in the rcfa and remained at 7f in the lcfa. The vessel was incised and the procedure was completed. Hemostasis was achieved via surgical intervention at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.